Event description:
A remedial action has been initiated to remove product from the field. Abbott point of care notified the FDA on 10/15/2009, of the remedial action. Through an internal investigation, abbott point of care (apoc), has become aware that there are situations involving the martel printer for the I-stat1 analyzer, where it appears that the rechargeable battery pack has overheated with or without the presence of smoke. At this time, there has been no report of any injury associated with this event.

Manufacturer narrative:
The martel printer for the I-stat1 analyzer, is a portable printer that can be set up to receive data directly from an I-stat analyzer via infra red (ir) transmission or through a data cable connected to a downloader. The battery pack can be sold individually to customers who own a printer as replacements, as of 2005. Directions for proper installation of the battery pack are provided on a technical bulletin included with each battery pack. If a battery pack without a fuse is not connected properly, it can result in damage to the printer, printed circuit board, and/or components and cause battery heat. If a battery pack with a fuse is not connected properly, the printer develops add'l heat in the battery, but causes no circuit damage. The battery packs with a fuse will not over heat. In the case of the printer without an accessible battery compartment, it would not be possible for the customer to replace the battery pack and, therefore, unlikely that damage could occur. However, it is possible that due to a printer tantalum capacitor component failure, that an unfused battery could over heat the tantalum capacitor and cause damage to the printer, printed circuit board, and/or components.